Event description:
Customer reported tubing became disconnected from the junction where the tubing connects to the adaptor and to the circuit. It was reported that the tubing was found disconnected and it was unknown if the tubing was pulled in any way. No patient harm or injury reported. The patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturer (salter labs) for evaluation. The manufacturer reports that the returned unit was confirmed to have a bond disconnect at the wye connector. While this is likely an issue regarding insufficient mek adhesive used in the assembly process there are a few things which suggest user misuse. The cannula had unknown foreign liquid in the headset tubing, there were multiple tape adhesive residue marks on the headset tubing, and the facepiece/wye connector had mild use. Furthermore, remnants of mek adhesive could be seen on the tube and connector suggesting the tube was initially bonded properly during assembly. That being said, the cannula assembly is a manual operation and instances where too little bonding material was used or the tube with bonding agent was not inserted quickly enough causing it to dry have occasionally occurred. Due to the type of disconnection observed in this case, this defect was likely related to this type of assembly error. Salter has long used several in-process manufacturing controls to assure the quality and strength of our cannula bonds. This includes, but is not limited to, extensive operator tr aining, custom fixtures to control solvent dipping length, and routine sample testing of bond strengths throughout each shift, utilizing both non-destructive and destructive test methods.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported tubing became disconnected from the junction where the tubing connects to the adaptor and to the circuit. It was reported that the tubing was found disconnected and it was unknown if the tubing was pulled in any way. No patient harm or injury reported. The patient's condition was reported as "fine".